Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via sems that an ar-5068-45r suturelasso sd shaft broke when the surgeon used the device the second time in the procedure. The case was completed successfully and with no piece breaking inside the patient. This was discovered during a meniscus repair procedure on (B)(6) 2023, with no patient harm. Additional information requested on (B)(6) 2023: the case was completed using a non-arthrex product with no delay in the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-5068-45r serial/batch number (B)(6) was received for investigation. Visual evaluation found that the tip was broken off. Functional testing was not conducted due to the damage to the instrument's tip. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.